Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise and loss of capture. The clinician suggested that this failure observation was the result of the header short field advisory as described in a recent field communication issued for this implantable cardioverter defibrillator (ICD). A guidant technical services (ts) consultant discussed that the clinical event does not support the failure mechanism described in the field advisory, and recommended additional troubleshooting measures. To date, there have been no reported patient symptoms associated with this clinical observation.